Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that the event involved a (B)(6) male pt while in the cath lab during insertion. The doctor attempted to insert the intra-aortic balloon (iab) into the teflon sheath via right femoral artery unsuccessfully. As a result, the iab was removed. A new iab was used successfully. There was no report of death, complications or injury. No medical/surgical intervention was required. There was an approx 15 min delay or interruption in therapy with no harm to the pt. The pt outcome is good.